Event description:
Info received indicated the trend and reverse trend functions do not function.

Manufacturer narrative:
A broken connector on the control panel harness was replaced to resolve the issue.